Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was conducted during this investigation. The subject device was returned, evaluated, and in addition to the initially reportable findings, the use of a borescope revealed tear marks and a kinked channel. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device. Should additional information be made available. A supplemental report will be provided.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device looks like seeds are stuck in distal tip. It is unknown when the issue occurred. There were no reports of patient harm.